Event description:
It was also reported that "priming" took more insulin as expected during the load fill process. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.